Event description:
Revision surgery - poly swap/infection.

Manufacturer narrative:
Lot number unknown. Encore will continue to research the lot number associated with this complaint and will submit a follow-up report when more information is received.